Event description:
The physician requested an analysis about the egm episodes observed during last follow-up on (B)(6) 2017. Lead issue (isoline , sn :(B)(4)) was suspected. Preliminary analysis showed that the reported behavior is most probably due to lead issue.

Event description:
The physician requested an analysis about the egm episodes observed during last follow-up on (B)(6) 2017. Lead (isoline, sn: (B)(4)) issue was suspected.